Event description:
The customer observed falsely decreased white blood cell (wbc) results generated from alinity hq processing module for one patient. The results provided were: on (B)(6)2025, sid(B)(6), initial wbc=50.6 10e3/ul /corrected after microscopic examination=6.32 10e3/ul /repeated on sysmex=5.31 10e3/ul there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, trending review and labeling review. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity hq processing module did not identify any similar issues related to the current issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the available information no product deficiency of the alinity hq processing module, serial number (B)(6), was identified.

Event description:
The customer observed falsely elevated white blood cell (wbc) results generated from alinity hq processing module for one patient. The results provided were: on (B)(6) 2025, sid (B)(6), initial wbc=50.6 10e3/ul. Corrected after microscopic examination = 6.32 10e3/ul. Repeated on sysmex = 5.31 10e3/ul. There was no reported impact to patient management.